Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: report type was updated from adverse event, product problem and required intervention to product problem. The following sections are being reported: b1. Report type was corrected. B4: date of this report was updated. D8-9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: evaluation method codes were added: 4114, 4111, 3331, 4109. H6: evaluation result code was added: 213. H6: evaluation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg) for evaluation (images are attached in the complaint). Visual evaluation was performed, slight markings on drive feature has been identified, however no damage/malfunction. Tsvtwb11 mount was not returned for investigation. DHR review was completed for the subject lot number 1258522. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258522 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation is torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did not occur with drive feature and could not be verifiable with mount (as it was not returned). The drive feature has slight markings but no damage. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: patient age and date of birth unknown / not provided. A3: patient gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: reporter email address unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a fracture mount and damaged hex of the implant which was distorted due to removing the broken post for implant tooth site #30. Therefore, the implant was removed, and the procedure was completed with a different implant.